Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2, e3, h6 additional information added to field d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the stain was inside the light guide lens and that foreign material was not on the external surface of the device. The stain could not be removed by reprocessing, and it is likely due to physical stress from hitting or dropping the distal end, chemical stress from solutions used, or similar factors. Subsequently, humidity invaded the light guide lens and caused corrosion. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the lens inside the duedenovideoscope was dirty.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the duodenovideoscope adhesive between distal end and server plug-in had a gap. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to physical stress caused by hitting and dropping the distal end and chemical stress from chemical solutions. Subsequently, humidity invaded the light guide lens and caused corrosion and while the device malfunction was confirmed, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in: detection methods; evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.